Event description:
The freestyle valve was exceptionally short and added a polyster graft to the valve during implant. Device was implanted but with greater difficulty. No additional consequence reported for the pt.